Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional leak testing were performed with no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag was leaking at the compounder connection port closest to the bottom of the bag. The leak was from the seal around the port. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.